Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. During troubleshooting, the control printed circuit board (pcb) was determined to be defective.control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode.the defective part was not returned for investigation despite our request. According to the information received, it was retained by the customer in accordance with their policy. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).